Manufacturer narrative:
The reporter noted the following event dates: (B)(6) 2016. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo 90 infusion set failed to stick properly. The patient's blood glucose steadily climbed to 321mg/dl. It was noted that the patient normally averaged around 140mg/dl and rarely went over 180mg/dl. The patient checked the infusion set connection and noticed that one-half of the tape had lifted up off the patient's skin after about 18 hours of wearing the set. The infusion set was removed and replaced, and the blood glucose came down to 129mg/dl. The patient reported that he used his intravenous preparation (IV prep) "as [he] always [has]" prior to infusion set use. The blood glucose would continue to rise since the patient was unable to get home right away to change the infusion set. The side effects that the patient experienced include a dry mouth, an increase in "black specks" in his eyes, and fatigue - all related to the high blood glucose. No permanent injury was reported and no medical intervention was required. See MFR: 3012307300-2016-00116, 3012307300-2016-00117, 3012307300-2016-00118, 3012307300-2016-00119, 3012307300-2016-00120, and 3012307300-2016-00121.